Manufacturer narrative:
Currently it is denied that the system 83 plus device may have caused or contributed to the adverse event as alleged in legal documents.

Event description:
As alleged in legal documents.

Manufacturer narrative:
This matter and any investigation related to the same is officially closed. (B)(4).